Event description:
Per the clinic, the patient experienced skin breakdown, wound dehiscence, infection, and necrosis at implant site. The implanted device remains.

Event description:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) as the cultures showed with positive mssa bacteria. The patient underwent surgical reconstruction procedures at two different sites, the first surgical procedure (specific date not reported) performed at the wound area behind the ear (postauricular region) and the second was at the wound area on the posterior (back) part of the ear. The implanted device remains.